Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no reported impact on the customer¿s blood glucose level. Customer technical support provided instructions to reset the pump, successfully resolving the malfunction. The customer was informed to continue using the pump and to call back if the issue recurs, and they acknowledged and understood the guidance.